Event description:
It was reported that the patient was unable to keep the ipg charged despite multiple charging attempts. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.